Event description:
A consumer reported seeing eri (elective replacement indicator) on her device with an allegation of dissatisfaction with the longevity. She thought she had a 10 year implantable neurostimulator (ins). The consumer also noted that because of the pictures of the doctor, her ins had not been working. Troubleshooting discovered stimulation was turned off, the consumer used her patient programmer, and turned stimulation back on. She tried to see if she could live without stimulation therapy and found she could not. Additional information received from the consumer reported not being able to adjust stimulation due to seeing the doctor on the screen. She was able to turn stimulation on/off, but could not adjust stimulation so she just took the batteries out of the patient programmer. Troubleshooting reviewed how to bypass the eri screen, and the consumer was able to adjust stimulation normally. The consumer also reported the ins was implanted above her waist in her mid-back. Due to the location of the ins location, the corner of it caused pressure on her spine causing extra back pain. She thought it moved and had been hitting her spine for a year and a half to two years. The consumer had been talking with her new physician about moving it. The consumer had the ins for crsv for her arm, shoulder, and neck. She noted having a doctor's appointment scheduled due to the eri. Indication for use included other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.